Event description:
The product in question is a medical device known as anodyne therapy. It apparently is FDA approved. It seems to be causing burns on neuropathy patients if left on too long at certain levels. Despite the manufacturer mentioning that it may cause burns on their web site, many patients and medical professionals are unaware of this.